Event description:
User stated a significant amount of water was leaking from the back of the analyzer and onto the floor behind the sys. The water from the leak was in an exposed area of the lab. No pt samples were involved. No operators were harmed.

Manufacturer narrative:
The field service representative determined the di water manifold tubing was leaking and got the syringes wet. He replaced the tubing and lubed the syringes. He noted the syringe r1 was still malfunctioning, but the user optioned not to replace the syringe as there are requesting deinstallation of the analyzer.